Manufacturer narrative:
Other relevant device(s) are: product ID: fusion argus os (software version: 1.1). A medtronic representative (rep) went to the site to test and service the equipment. It was stated that the system could not boot up. The rep shut down the equipment, rebooted the system, and then the equipment ran successfully. The failure was resolved. The system then passed the system checkout and was found to be fully functional. No hardware parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the system couldn't boot up after being powered on. There was no patient involved.